Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 90% stenosis located in the proximal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: a stylette and a non-medtronic sheath was returned loaded in the device, as the stylette was difficult to remove, the device was placed in a water bath at 37oc for 24 hrs to disperse any hardened blood in order to facilitate the removal of the stylette. After 24 hrs. In the water bath, the stylette was removed with ease. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st and 2nd distal stent wraps with struts bunched. Although the stent meets od dimensional measurement criteria, stent deformation is confirmed based on the failed visual inspection. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.